Event description:
It was reported that the patient's right ventricular (rv) lead had fractured, resulting in a high pacing impedance. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.